Event description:
It was reported that the patient presented with recurring incontinence with their artificial urinary sphincter (aus) . Upon explant, the aus was found to be empty of filling solution. The location and source of the fluid loss is unknown. A new aus was implanted and no further patient complications were reported.